Event description:
It was reported that, "went to trial and realized trial insert was cracked before inserting. We ended up opening the cs inserts and trialing with those. Adverse consequence to pt was a few extra minutes in surgery."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.